Manufacturer narrative:
The product was returned for evaluation and the underlying cause was not confirmed for the unit getting hot, but is confirmed for being in auto tune mode.

Event description:
Dealer states this was an out of box failure. She stated that once the unit was plugged in the green light came on but so did the bell light. She states it was running for about 1 hour when she smelled burning and the unit was hot to the touch. No further information provided the product was returned for evaluation and the underlying cause was not confirmed for the unit getting hot, but is confirmed for being in auto tune mode.

Event description:
She stated that once the unit was plugged in the green light came on but so did the bell light. She states it was running for about 1 hour when she smelled burning and the unit was hot to the touch.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.